Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 190 units of insulin during the load sequence. Reportedly the customer added more insulin to cartridge and was able to load and resume insulin. It was also reported that the pump battery was depleting quickly. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.